Manufacturer narrative:
A1 - unk. A2 - unk. A3 - unk. A4 - unk. A5 - unk. A6 - unk. B3 - unk. D6a - unk. H6 - work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm, vticm5 13.2, -11.0/2.0/091 (sphere/cylinder/axis), implantable collamer lens was observed with rotation. Lens was repositioned. This did not resolve the problem. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
Additional information added to form. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm, vticm5 13.2, -11.0/2.0/091 (sphere/cylinder/axis), implantable collamer lens into patients left eye (od) on (B)(6) 2023. Lens was repositioned on (B)(6) 2023 due to rotation. This did not resolve the problem. On (B)(6) 2023 the lens was exchanged with a longer length lens. This resovled the problem. Cause of event is patient related factor. Reportedly, patient is happy wiht vision.